Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages. Blood was present in the balloon. No issues identified with the hypotube shaft. There are no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a balloon tear, 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the tear near the proximal markerband.

Event description:
Reportable based on device analysis completed on 10jan2024. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon was stuck at the proximal of the lad, and could not cross. The device was removed without intervention and the procedure was completed with another of the same device. No complications reported and the patient was table. However, device investigations revealed a balloon tear, 1mm proximal from the proximal markerband.